Event description:
Complainant alleged that during functional testing, the device failed to power on. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty capacitor on the main board. The main board was repaired to remedy the problem condition. Analysis of failures of this type has not identified an increase in trend.